Event description:
It was reported that during the first week of 12/04, the pt's impression of sound became quieter. The pt unable to use her device anymore.

Manufacturer narrative:
The device has not yet been explanted, if it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as follow up.